Manufacturer narrative:
Complaint confirmed. The alleged complaint device was not returned for investigation, however a picture was provided. In the picture an eyelet can be seen, and the proximal end of the eyelet where the suture connects is broken from the eyelet. As the device was not returned for investigation the cause of the breakage could not be determined.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported, during a rotator cuff repair after the ar-2324bcc was loaded and inserted, the surgeon notice through the view the screw and eyelet were not attached. The surgeon removed the ar-2324bcc and noticed the proximal end of the eyelet was broken. The sales rep can not confirm that the eyelet was broken or not before insertion into the patient. The case was completed using a different ar-2324bcc, same lot number.